Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the sheath dissected the coronary sinus. The patient was in good medical condition before and after the event.